Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service placed the pump in hold and removed the silicon tube from around rotor with the mystic and valve of the feed set remaining in place. There were 6 iterations performed for this procedure with the results for each iteration of: 1) 128 seconds 2) 126.3 seconds 3)125.4 seconds 4)126.6 seconds 5)126 seconds and 6)127 seconds. The alarm which was given was actually a feed error in each instance and the average time of response was 126.55 seconds. The pump failed the rotor error test.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.